Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential."

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from portuguese to english: catheter with defective safety device activation.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3363141. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. However, the probable root cause could be related to spring formation during manufacturing. The operation and maintenance corrections performed various adjustments and alignments that may have been related to this defect. A corrective and preventive action plan was implemented to prevent the occurrence of this type of defect. However, the lot reported was manufactured prior to this CAPA implementation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information